Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. There was no reported adverse impact to the customer. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter.